Event description:
During this review of the vns programming history database for this patient's generator on (B)(4) 2012, it was identified that the device was disabled due a burst watchdog timeout event. An interrogation on (B)(6) 2010, revealed that the device was programmed to 0 ma. Review of the programming history database revealed that the patient's frequency had been lowered from 20 hz to 5 hz on (B)(6) 2012, without a corresponding change in magnet mode. Review of programming history in the decoder spreadsheet confirmed the burst watchdog timeout event. It also showed that a parameter was incorrect causing a burst watchdog timeout at the programmed magnet mode output current of 1.25 ma if a magnet swipe occurred.

Manufacturer narrative:
Review of programming history.